Event description:
It was reported that, an 840 ventilator had an oxygen sensor failure and flow sensor failure during est <(>&<)> sst. The ventilator was not in use on a patient at the time the malfunction occurred. Service engineer (se) was able to solve this issue with customer over the phone and customer completed the vent repair. Troubleshooting techniques over the phone remedied the customer's initial report. Covidien was not authorized to service the device